Manufacturer narrative:
Device used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after surgery on an unknown date between; (B)(6) 2014, the end cap loosened from proximal femoral nail antirotation occurred. It was also reported that explantation of the locking cap went well. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned device was found to be functional. Potentially, a too loose tightening of the end cap could have provoked the described complaint. However, the implant system (nail & blade) have performed as intended and there has been no patient harm reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: conclusion (completed by the medical director): performed a clinical review of x-ray(s) for comparison and insight to complaint description. 4 x-rays were sent ¿ an ap and a lateral view of the right femur with a pfna (of unknown length ¿ bottom of nail not seen in x-ray) with an end-cap in place correctly and another ap and a lateral view of the right femur taken at a later date with a pfna with the end-cap loosened as described in the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.